Event description:
It was reported that during lead extraction, an insulation break was noted on the proximal part of the lead. The lead was capped and a partial lead will be returned for analysis. No new lead was implanted per patient request.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found external insulation abrasion at 5 cm to 6 cm and 7 cm to 7.3 cm from connector pin. The proximal cable was exposed in both locations. The abrasion found was consistent with friction to ICD can.